Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was blue. A technical support specialist (tss) dialed into station and verified that medication application was running properly on the screen. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es shown blue screen. On the device screen, users could make selections, tap action buttons, or place the cursor in data entry fields to complete medication dispensing transactions. The customer tried to reboot, but issue wasn¿t resolved. There were no delay, no adverse events or injuries reported based on this event.